Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was not verified. The device was not evaluated for the customer due diligence complaints "that the reported problem of "speaker damage" meant the speaker had low or no audio and distortion." The due diligence was received after device evaluation. It cannot be confirmed that the performed rear case replacement is a correction for the reported audio issue, as the function of the speaker was not reviewed. The device will undergo full release testing prior to return to the customer in order to ensure proper working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a low or no audio from the speaker. There was no patient involvement. No additional information is available.